Manufacturer narrative:
This lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited atrial threshold changes. Patient stated that he had fallen prior to this event was noted. Lead dislodgement confirmed with a chest x-ray. A revision procedure was performed and this lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that during a recently follow up, this lead exhibited loss of capture. Fluoroscopy performed. This lead was found dislodged again. Surgical intervention was necessary to resolved the event. This lead was explanted and replaced. No additional adverse patient effects were reported.